Event description:
Optease ivcf in semi-paraplegic pt, placed in 2008, found to be multiply fractured (at least 5 separate fractures), new since 2014. No prior attempt at removal. Fractures are spontaneous. Filter was removed with forceps, complicated by further filter fracture (removed) and caval pseudoaneurysm warranting hospitalization. Note, filter had caused two separate episodes of caval thrombosis, one in 2011 and one in 2014, a known issue with this filter design.